Event description:
Intralase laser fs2 is used with an uninterruptible power supply model 660018 (B)(4). On (B)(6) 2010 account reported that the ups made a loud buzzing sound, then a loud pop, then smoke started billowing out of box and laser shut down. Customer unplugged ups from the wall. No one injured during the incident. The problem is with the ups and not the intralase laser. However, since the ups is used in connection with the laser we are reporting this issue.

Manufacturer narrative:
Eval, field service specialist (fss) checked femtosecond laser after the reported event and found no issues. Systems meets amo specifications. Ups was replaced. Ups was returned and upon visual inspection it was found it has burnt components consistent with a very high voltage surge in the main power line. This findings are consistent with the ups supplier failure analysis report provided. On (B)(4) 2011 ups supplier submitted to us a failure analysis report from similar reported events involving ups models 660018 and 660021 (B)(4). Preliminary analysis suggest that the unit could have experienced a momentary output short. (B)(4). All pertinent info available to amo has been submitted. Should we receive a new info that changes the facts and/or conclusion of this report, a supplemental report will be submitted.